Manufacturer narrative:
The reported event was confirmed through functional testing and archive data review of the autopulse platform (sn (B)(4)). The platform was functionally tested and during initial take up, displayed a (ua) 16 (timeout moving to take-up position) error message which was attributed to a seized brake gap. The root cause of the ua 16 error message is due to this observed issue. After the brake gap was unseized, the platform was further functionally tested including the load characterization check and passed all final specification. Review of the archive data confirmed the occurrence of multiple user advisory (ua) 16 (timeout moving to take-up position) error messages on (B)(6) 2018 and not on the reported event date of (B)(6) 2018. This confirms the customer reported event. As part of routine service during testing, the device was further examined and found a bent battery lock as well as a required replacement of the temperature sensor, unrelated to the reported complaint. The autopulse platform is a reusable device and was manufactured on 02 oct 2013. It is approaching its expected service life of 5 years. The device has not seen regular preventive maintenance. This type of physical damage found during visual inspection is characteristic of normal wear and tear for the age of the device. Upon customer approval, the damaged part and the temperature sensor will be replaced. The platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse platform with serial (B)(4) on (B)(6) 2014. The defective drive train was replaced to remedy the issue.

Event description:
During routine testing, the customer reported that the autopulse platform (sn(B)(4)) displayed a user advisory (ua) 16 (timeout moving to take-up position) error message. No patient involvement.